Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the pilot valve is alarming/ shutting down. Serial number does not pull up in our system but see attachment to show serial number was validated. As stated on the repair statement additional malfunction on this device: power switch has no alarm.